Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc), during dwell 4 of 5, while the hp was connected. The hp had disconnected from the hc prior to the alarm and reconnected using proper aseptic technique. The technical service representative (tsr) advised the hp to start the therapy over, using all new supplies or perform continuous ambulatory peritoneal dialysis in order to complete the therapy. There was patient involvement, however there was no adverse event associated with this report. No additional information is available at this time.